Event description:
The patient reported protrusion of hardware from the incision area. The treating physician reported no signs of infection, but the ferrule clamp header was exposed. On (B)(6) 2026, the patient had their rns neurostimulator explanted and replaced.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.